Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis patient reported that dialysis solution leaked out of the cassette. Patient canceled treatment, looked inside the cycler door and encountered a fluid leak. Prophylactic antibiotics were administered and there is no other known patient ill effects. Sample has not been returned to the manufacturer.